Event description:
Caller reported inform blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 151 mg/dl, within 10 minutes. Reported no adverse event. A request was made for the return of the strips.